Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At 1430, line a of the device was programmed to deliver normal saline at a rate of 150 ml/hr. Line b was programmed to deliver an unspecified concentration of insulin at a rate of 10ml/hr, with a vtbi (volume to be infused) of 100 ml and the delivery was started. No further programming parameters were provided. It was reported that 40 minutes after the delivery was started, the device alarmed "infusion complete" and the nurse noted that the insulin container was empty. At that time, it was noted that line a had been inadvertently programmed to deliver at a rate of 10ml/hr and line b had been inadvertently programmed to deliver at a rate of 150 ml/hr. It was reported the patient's blood glucose (bg) level was 150 mg/dl. The patient was treated with an unspecified volume of 50% dextrose and an unspecified delivery of 50% dextrose with 0.45% normal saline was started. No specific programming was provided. The customer contact indicated that an unspecified insulin delivery was restarted later in the evening. No specific details were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.